Manufacturer narrative:
A follow-up med watch will be sent upon completion of our investigation.

Event description:
It was reported a 6f angio-seal vip was deployed in the left femoral arteriotomy following an "up and over" technique to treat a right fem-pop graft stenosis on a morbidly obese patient of over (B)(6). A pre-insertion angiogram was not performed. The physician was unsure of the placement and an ultrasound was performed to survey placement location and no anomalies were demonstrated. The patient was discharged from the hospital. The patient returned to the emergency department the next day after a fall at home while trying to move from the wheelchair to a reclining chair. During examination, the patient was noted to have a pale and cool left foot with no distal pulse. A CT angiogram (cta) of the femoral circulation revealed a thrombosed and occluded left external iliac (eia) and common femoral artery (cfa), the left superficial artery previously occluded, and the left profunda femoris patent. A surgical endarterectomy and thrombectomy of the eia and cfa, removal of the angio-seal, and a vein patch closure of the operative site were performed. Surgical findings revealed the angio-seal footplate was located against the posterior wall of the artery with the entire collagen bundle in the artery.